Manufacturer narrative:
Age at time of event: patient was above 50 years old.

Event description:
It was reported that rotation failed, but infusion was still functioning. A 1.6mm jetstream sc atherectomy catheter was selected for a patient below the knee atherectomy procedure. Jetstream catheter and console was prepared and primed. The catheter was introduced and advanced to the lesion after the console indicated it was ready for use. Upon pressing the forward button, the catheter failed to rotate. The tip never rotated, but saline was noted to be coming out from the side holes at the tip of the catheter.there was no error messages on the console, both guards were in place. The catheter was replaced with one of the same and the procedure was performed. No patient complications were reported. It was further reported that "both guards were in place" is referring to the wire guard on the catheter and the bubble detector on the console.

Event description:
It was reported that rotation failed, but infusion was still functioning. A 1.6mm jetstream sc atherectomy catheter was selected for a patient below the knee atherectomy procedure. Jetstream catheter and console was prepared and primed. The catheter was introduced and advanced to the lesion after the console indicated it was ready for use. Upon pressing the forward button, the catheter failed to rotate. The tip never rotated, but saline was noted to be coming out from the side holes at the tip of the catheter. There was no error messages on the console, both guards were in place. The catheter was replaced with one of the same and the procedure was performed. No patient complications were reported.